Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately three years eight and a half months post implantation due to femoral and tibial implant loosening. Right knee aspiration was performed, and the reported results indicated no infection. No medical records or outcomes have been provided.

Manufacturer narrative:
(B)(4). D10-medical product unknown nexgen bearing. Unknown nexgen tibial tray. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced loosening and possible infection almost three years post implantation. There is no additional information available.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The initial report will be submitted under MFR 3007963827.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The initial report will be submitted under MFR 3007963827.